Event description:
Customer emailed saalt on 11/13/2020 explaining that they could not remove their cup. They included the fact that they were not currently menstruating and chose to try the cup on a "dry run," but they struggled to remove their cup by themselves and chose to seek medical attention to have their cup removed. Their cup had been inserted 20 hours prior to seeking medical attention. Saalt requested additional information about their experience. Customer responded with the information we requested. She said this was her first time trying a menstrual cup. They attempted to remove it 3-4 times in a 4-hour period. They went to bed and attempted to remove the cup with no success for another 4-hour stint in the morning. They said they could only reach the stem of the cup and could not reach the base of the cup for removal. They attempted to remove the cup sitting with their legs propped up, laying down, and with one leg up. They did reach out to saalt for assistance where additional removal tips were provided, but they did not choose call saalt for additional help. She said the doctor she saw did not provide information about their cervix height, however, they did say that the doctor mentioned that it was difficult to break the seal of their cup. After having the cup removed, the customer washed the cup and sent us photos of it. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."